Event description:
Drill bit broke and hit surgeon in the chin causing him to bleed. This event did not cause a surgical delay or any adverse consequence to the pt of the dr.

Manufacturer narrative:
Summary evaluation: evaluation of this event cannot be performed because the device was not returned to howmedica leibinger gmbh. The device was discarded at the hosp.